Event description:
Loss of osseointegration.

Manufacturer narrative:
The material number has been updated, which is reflected in this follow up report.

Event description:
Loss of osseointegration the material number has been updated, which is reflected in this follow up report.